Manufacturer narrative:
A medtech representative performed non-clinical tests with the rosa robotic system at the hospital to further investigate customer complaint. No inaccuracy was found and system was found fully functional. Customer head frame could not have been tested yet. Incident still under investigation.

Event description:
On (B)(6) 2013, the customer used the rosa device to guide the implantation of 8 depth electrodes for a cranial seeg. During the procedure, an intracranial hemorrhage occurred; it was detected later on with the post-operative CT-scan of the pt and treated by additional surgery.